Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during a paravaginal repair the capio device bullet came off when and it was retained in the patient. The physician attempted to locate the needle visually and by palpation. It was reported that no complications were noted with the patient's condition.